Event description:
The patient has a ventricular atrial derivation with the valve implanted in the skull region. The user reports the dysfunction of the derivation because of the blood reflux and the obstruction of the valve. The valve has been explanted and replaced by another valve.